Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and user was unable to login to the station. A field service engineer inspected the station configuration and determined that the station had been moved to a different operating room. As a result, all drawers on the station were internet protocol blocked due to the network port not being properly seated in the correct room. The pharmacy supervisor was made aware of the issue and confirmed that information technology staff would need to relocate the station back to the correct area. The technician tested the station within the medical application and verified the findings. The system functioned as intended after the field service engineer verified the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer failed and unable to login to the station. User recovered and rebooted but issue persisted. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.